Event description:
It was reported that approximately 14 months post implant of a bifurcated device, and an infrarenal aortic extension, an endoleak was identified. Reportedly, the patient came in for a follow up, and a computed tomography was done and displayed an endoleak at the proximal. The proximal extension came down, and is at the distal neck. There is no scheduled follow up to seal the endoleak at this time. The patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 14 months post implant of a bifurcated device, and an infrarenal aortic extension, an endoleak was identified. Reportedly, the patient came in for a follow up, and a computed tomography was done and displayed an endoleak at the proximal. The proximal extension came down, and is at the distal neck. There is no scheduled follow up to seal the endoleak at this time. The patient is doing fine. Additional note: on (B)(6) 2015 the patient came in for a secondary intervention due to the cuff slipping down. Therefore, physician elected to implant a suprarenal aortic extension, and the patient is doing fine.

Manufacturer narrative:
Suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be assessed due to lack of a pre implant CT scan. The tortuous aortic blood lumen might have contributed to this event. The superior stent margin was seated horizontally within the infrarenal aorta, and was approximately 2.5 cm distal to the most caudal renal artery, which might have represented stent migration. Without prior imaging, this finding could not be definitive. Fifteen months post implant there was evidence to support: an unknown endoleak. The severe bend in the infrarenal stent that resulted in a 1.4 cm strut penetration within the blood lumen raise the possibility of a type iiib endoleak of the cuff. The poor wall-stent apposition supported a type ia endoleak, however, the poor stent -stent apposition raised the possibility a type iiia endoleak. Without further information, this event must be classified as an unknown endoleak. Seventeen months post implant, the secondary procedure, its technical success of the suprarenal cuff placement, and the final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.